Manufacturer narrative:
The reported events of no rf telemetry and device in backup-mode could not be confirmed. Data analysis of the device image suggested radio frequency telemetry lag had occurred in the field due to excessive radio frequency usage in a short period of time. This feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Radio frequency telemetry could be enabled and disabled with no issue. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Device had no alerts of backup operation. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient presented with loss of radio frequency telemetry noted on the patient's implantable cardioverter defibrillator. The device was also found in back-up mode. The device was explanted and replaced on (B)(6) 2024. The patient was stable throughout.